Event description:
It was found through the periodic programming history review that the patient's device had system diagnostics performed and there was high impedance. System diagnostics was later performed on date the battery was being replaced and impedance was within normal limits. No other information is known, however the lead was left implanted and there was no indication of high lead impedance with the lead and new generator implanted. No surgical intervention has been reported to date regarding this event. No additional relevant information has been received to date.

Event description:
Information was received during follow-up with the physician's office, that the patient had been hospitalized due to having pneumonia due to aspiration secondary from a seizure. The neurologist at the hospital thought that vns was not working and following neurologist thought the battery may be depleted. It was stated that the patient was not seen by the following physician until after the battery had been replaced and the patient was doing much better after the replacement. There have been no known issues with the patient's device. No known surgery has occurred to date for the removal of the lead.